Event description:
Additional information was received indicating that the physician's current programming system is functioning properly.

Event description:
Troubleshooting to try and resolve the handheld computer not powering on was only attempted by the physician's site and not the company representative. In addition, the site's serial cable was also received by the manufacturer with the computer and software.

Event description:
The physician's handheld computer and software/flashcard were received by the manufacturer on (B)(6) 2012. The return product form sent back by the physician's office reported the reason for return as "does not work." Attempts for follow up with the physician's office to confirm that the current programming system is functioning properly have been unsuccessful to date. An analysis was performed on the returned handheld, and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. In addition, no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The handheld, software, and flashcard performed according to functional specifications.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported that the company representative performed the troubleshooting, but it was the physician's office who performed troubleshooting. The supplemental report #1 inadvertently did not report that the serial cable was received.

Manufacturer narrative:
Suspect medical device, lot #, other; corrected data: the initial report did not include this data.

Event description:
It was reported by a company representative that a physician's (B)(6) handheld computer was completely dead and would not power on. Troubleshooting was performed by the company representative but the issue prevailed. Return of the handheld computer and software is expected, but they have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.